Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate has been inaccurate. Reportedly, customer uses cold insulin when filling the cartridge and fills the cartridge with over 300 units. No accurate fill estimate was obtained despite reloading the same and new cartridges while troubleshooting with tandem technical support. Customer reported an elevated blood glucose level of 340 (mg/dl) and administered an injection to stabilize bg level. Customer has mdi of fast and long lasting insulin to use as backup therapy until replacement pump is received.